Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Upon interrogation, the right ventricular lead exhibited noise and fracture. No other electrical anomalies were observed. The lead was capped and replaced successfully. The physician was concerned the noise may potentially been related to a set screw issue on the pulse generator. The device was explanted and replaced successfully.

Manufacturer narrative:
(B)(4).